Event description:
The hospital reported that during the set-up for the evh procedure, it was discovered that the sterile package was broken. The procedure was completed by using another kit. No patient involvement or complications have been reported. On 8/7/2006, the cdc device was returned with the cone tip broken. This report is being submitted for the broken cone tip, which is a reportable event.

Manufacturer narrative:
Visual inspection verifies that the cannula was returned with the olive and nose assembly broken and detached from the outer martini tube. Complaint is confirmed.